Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported event of hemolysis and gastrointestinal bleeding could not conclusively be established through this evaluation. Furthermore, the report of pump power elevations could not be confirmed as there were no log files available for evaluation. The hmii lvas IFU lists hemolysis and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The IFU also contains information on all pump parameters including, pump power, flow and pi and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 8 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had been admitted on (B)(6) 2018 for an unspecified complaint and upon interrogation of the lvad system, elevated pump powers were observed in the history file. During the treated for hemolysis, the patient developed gastrointestinal (gi) bleeding. An esophagogastroduodenoscopy (egd) was performed. One polyp was treated with a single endo clip, a second polyp was treated with epi injection, and an oozing lesion was treated with 2 endo clips and an epinephrine injection. All were in the stomach. As there was no reduction of blood loss, the patient and family opted for palliative care and ultimately turned off the lvad system controller. The patient expired on (B)(6) 2018. The cause of expiration was reported as heart failure and gastrointestinal (gi) bleeding.